Manufacturer narrative:
Device evaluated by manufacturer: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-00597. It was reported that the balloon blades were lifted and sheared the sheath. A 2.00mm x 6cm flextome® cutting balloon® and a 6fr x 11cm super sheath were selected for use. During the procedure, it was noted that the balloon blades were lifted and sheared the sheath during extraction. The sheath was removed intact with no parts noted to be missing. It was further observed that the balloon had tears and was not completely rewrapped upon inspection outside patient's body. No patient complications were reported.